Event description:
It was reported, the patient complained of not being able to communicate with her scs ipg and external devices. A sjm representative met with the patient and confirmed the patient's scs ipg is unable to communicate with external devices. The patient stated she lost stimulation approximately (B)(6) 2015. Surgical intervention is planned for a later date to address the issue.

Event description:
Follow-up information identified the patient¿s scs ipg was explanted and replaced. The patient reported receiving effectie stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: as returned, the ipg¿s battery was depleted below the minimum voltage to sustain communication and stimulation. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications. The ipg passed all tests. The charging history of the device is unknown. The cause of the battery depletion cannot be determined. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.